Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, unexpected alarm error test and displacement test. Pump passed the dat test. Unit received with cracked case at the display window corners and display window. Unit received with broken off piece of the battery tube threads. Unit received with minor scratched display window and case. Unit received with stained end cap sticker. No battery cap was received with unit. Unable to verify battery cap anomaly. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose level of 344 mg/dl. Customer had to go to emergency room. Customer treated in hospital with intra venous and manual injections. The customer stated that the insulin pump was damaged at the battery compartment. Customer was off the insulin pump less than 48 hours prior to hospitalization. The product was not returned for analysis.